Manufacturer narrative:
The samples from the 4 patients were submitted for investigation.the tsh values from the customer were reproduced during the investigation. Based on the available information, a general reagent issue can most likely be excluded. The reagent performs within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned variations in thyrotropin (tsh) results for 4 patients. Based on the information provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial tsh result was 4.47 miu/l. The sample was repeated on (B)(6) 2016 and the result was 6.28 miu/l. No adverse event occurred. The analytical e module serial number was (B)(4).

Manufacturer narrative:
Based on the information initially provided, the high tsh results for 3 of the 4 patients did not fit the clinical picture and were reported outside of the laboratory. The results for patient 1 were provided in the initial medwatch report . The 2 additional patients will be covered in this follow-up report. On (B)(6) 2016 patient 2 ((B)(6) year old male) initial tsh result was 4.67 miu/l. The sample was repeated on 02/01/2016 and the result was 5.06 miu/l. The customer performed several dilutions on this sample and the results were: 1:2 dilution was 4.99 miu/l, 1:4 dilution was 5.05 miu/l, 1:10 dilution was 5.32 miu/l. A new sample was obtained on 01/28/2016 and the tsh result was 2.09 miu/l. The sample was repeated on 02/01/2016 and the result was 2.25 miu/l. On (B)(6) 2016 patient 3 ((B)(6) year old male) initial tsh result was 5.11 miu/l. The sample was repeated on (B)(6) 2016 and the result was 5.27 miu/l. A new sample was obtained on (B)(6)2016 and the tsh result was 2.13 miu/l. This sample was repeated on a different analyzer and the result was 2.23 miu/l. No adverse event occurred.